Event description:
A malfunction was reported on the customer's pump, with the pump displaying a malfunction code and the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high". The customer managed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. The customer will use multiple daily injections (mdi) to ensure insulin delivery is not interrupted. Additionally, a replacement pump with updated software will be sent to the customer, who was also instructed on the return procedure for the defective pump.